Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after breakfast despite a meal announcement and noted prior nocturnal hypoglycemia that was treated with chocolate candy; no infusion site or cartridge issues were observed, and the ilet delivered insulin as expected with high and low glucose alerts. Symptoms included no reported clinical symptoms associated with the low or high glucose readings. Outcomes included self-management without outside assistance and no medical intervention or hospitalization. Investigation included customer support review, troubleshooting, and education regarding expected time to effect for meal insulin and the device learning period. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia, with contributing factors possibly including overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.